Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, a supply change was performed resolving the occlusion. Customer's blood glucose level was over 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.